Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude r waves and subsequent oversensing of atrial flutter waves, resulting in an inappropriate shock. The device was reprogrammed at that time. Additional information was received which reported that low amplitude r waves with subsequent oversensing of atrial flutter waves occurred again, resulting in inappropriate shocks. No adverse patient effects were reported. The device system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.